Event description:
(B)(4):product quality issue - patient reports faulty test strips - patient hadn't made any changes to diet/lifestyle but blood glucose readings were elevated ~150 points higher with these strips. Mailed new test strips and he has tested blood glucose twice using new strips. Both readings have been significantly lower than the readings he was getting with the possibly faulty test strips. Lot #103611 and expiration date 03/23/24. Faulty readings.